Event description:
It was reported that a clearlink system catheter extension set leaked. During infusion, the user had difficulty connecting a non-baxter device to the extension set, resulting in the leak. There was patient involvement; however, there was no report of patient injury, medical intervention or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The exact occurrence date is unknown. The sample was discarded by the customer. A batch review cannot be performed since there was no lot number provided. The reported condition could not be confirmed and the root cause was not identified.